Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported spin collar breakage during mating with the patient's IV access device. There is no report of leakage or patient harm.

Manufacturer narrative:
Correction on initial report.